Event description:
Following a successful myosure procedure for the removal of "a pedunculated fibroid 1-2cm in size" the physician attempted a novasure endometrial ablation. Following some difficulty seating the disposable device a hysteroscopy was done. No perforation was seen. Following another attempt to seat the disposable device and 2 unsuccessful cavity integrity assessment (cia) tests, another hysteroscopy was done and this time a uterine perforation was seen in the "right upper cornua". The novasure procedure was aborted. No treatment was needed for perforation and the pt was discharged home. A dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial numbers of the concomitant medical products listed not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and eval completed. A supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to eval the integrity of the uterine cavity, the sounds an alarm warning of a possible perforation prior to treatment. (B)(4).